Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels with a reading of 22.9 mmol/l. The mother stated that the customer was getting no delivery alarms prior to the event. Found that the customer was new to insulin pump therapy and may have been using the wrong infusion set for his body type. Advised the mother on different types of infusion sets. Nothing further was reported.